Manufacturer narrative:
Device was used for treatment, not for diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ the following devices were received: 3.5mm lc-dcp plate, veterinary (part # vp3041.09 / lot # 6885523); 3.5mm veterinary cortex screw (part # vs302.026 / qty: 1); 3.5mm veterinary cortex screw (part # vs302.024 / qty: 2); 3.5mm veterinary cortex screw (part # vs302.022 / qty: 4); 3.5mm veterinary cortex screw (part # vs302.020 / qty: 2). The 9-hole plate was returned broken into two pieces through the middle hole. The screws were had minimal damage consistent with insertion and removal. It is unknown what caused the complaint condition, but it is likely that the plate was subjected to excessive cyclic loading due to the non-union and non-compliant patient (a dog). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Drawings for the devices were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information ¿ reported that the revision surgery was performed due to the broken hardware and a non-union. Upon the explanted implants being returned for investigation it was found that the 9-hole plate was returned broken into two pieces through the middle hole. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Correct date of returned device to the first (B)(4) site is 11/16/2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct date of returned device to the first johnson and johnson site was 10/16/2015, not 11/16/2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is a veterinary product. No patient information will be reported. Unknown when plate broke exact implant date unknown; device implanted in or around (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ product manufacture date: 22-feb-2012. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5mm lc-dcp plates-9 holes, 119mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 9-hole plate, used to treat a fracture in a (B)(6) dog on or about (B)(6) 2015, was found to have broken post-operatively. Follow up x-rays taken on (B)(6) 2015 confirmed plate breakage. The hardware was removed on (B)(6) 2015. The dog was revised using three (3) cross-locking bolts and one (1) screw. The broken 9-hole plate and nine (9) screws were removed during the revision surgery. The procedure was successfully completed. This is report 1 of 1 for (B)(4).